Event description:
It was reported that a 4-way high flow stopcock w/rotating luer generated a leak during patient use. The patient was on infusions and didn¿t receive the intended dose as the stopcocks were leaking. A leak occurred at the wheel/movable part of the stopcock. There was a drug infusing and after the incident patient was agitated and hypotensive. Resolved with new stopcocks. The tubing was set up properly. Both tubing and drug were replaced also, and therapy resumed. There was no hole, cut, tears, or any defect noted.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.